Event description:
It was reported to philips that while the device was in use on a patient, a noise occurred at the time of exhaling. The device was in use at the time of the event. The patient was swapped to another v60 when the noise was discovered. There was no report of patient or user harm, and no other medical intervention was required aside from the device swap. A philips service technician evaluated the ventilator and confirmed the reported problem. The philips service technician adjusted the position of the vibration-proof ring, and it resolved the issue. No other issues were found and the device was returned to service.